Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the cannulated distal tip of the shaft had broken, and the edges were worn and damaged. The broken piece was not returned for investigation. A probable cause is an excessive force/torque during use or insertion, characterizing misuse (use error).

Event description:
It was reported that during a shoulder surgery the drill bit broke off inside the patient while drilling. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.